Event description:
The customer reported that the system displayed poor image quality. The images started coming up blurry.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13223250. The system was repaired, found to be operating as intended, and released to the customer for use.